Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12nov2020.

Event description:
It was reported to philips that while the device was on a patient, it alarmed check vent blower temperature high. The device was in use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site.

Manufacturer narrative:
G4:16nov2020, b4:25nov2020 . The philips field service engineer (fse) confirmed the blower temperature high error in the event log. The blower motor and motor controller pcba were replaced to resolve the reported issue. The device passed all testing and was returned to service. Based on the information provided and/or service performed, the customer's alleged malfunction was confirmed. The device was being used for treatment when the reported event occurred, and there was no patient impact or harm report. No parts have been returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12apr2021 b4:(B)(6)2021 the blower assembly was received for evaluation. Visual inspection of the blower assembly outer surface revealed no evidence of damage or contamination. The blower assembly end cap was removed, and a visual inspection of the impellers and surroundings revealed no signs of rubbing. A failure investigation (fi) technician installed the blower assembly into a fi ventilator to duplicate the reported issue. During the unit testing, the blower assembly was installed in the fi test ventilator, and the blower assembly test failed; bad temperature sensor lm20 generated the blower temperature high error. Fault was found on this returned blower assembly, and the customer complaint was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.